Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 210mg/dl. Troubleshooting was performed. Reviewed the alarm history and found an error alarm. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. Unable to confirm the motor error alarm. The motor was test and passed the motor test.